Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited peeling on the coating of the image guide hose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress applied to the insertion section, such as physical stress such as scratching or bumping the insertion section, chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual) or stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.